Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-july-2018 with the following findings: the pump boots to the verify screen with a fully illuminated display screen. There was no blank screen duplicated. No evidence of internal moisture was observed. No damage to the display screen was found. Investigation was not able to confirm the blank screen complaint.